Manufacturer narrative:
This reported adverse event is also associated with a second adverse event of bleeding and hematoma which occurred in the final stages of the same implant procedure. The second adverse event will be reported as MFR report number 3003477176-2023-00011. Uromedica (B)(4).

Event description:
Interoperative bladder perforation, during a proact bilateral implantation procedure. Both proact implants were succesfully placed and the perforation was treated by the physician with placement of a 16fr catheter.